Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the plastic around the hinge was broken on the permanent cautery spatula instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The permanent cautery spatula instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the bottom of the instrument distal clevis, at the connection with the main tube was broken. It was concluded that the damage to the distal clevis may have been due to mishandling. Failure analysis investigation found that the distal end of the instrument main tube where it connects to the distal clevis was broken. The instrument passed electrical continuity test. No other damage was found. It was concluded that the main tube breakage may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the distal clevis and the main tube damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.